Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving "add gel" messages. Zoll customer support contacted the patient and issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.